Event description:
The biomedical engineer reported that during a cranial surgery the light on the pentero microscope went out and an error message appeared. After trying to switch to the microscope backup lamp, the error message "defective lamp" appeared and there was still no light. A call to the manufacturer's technical support confirmed that the light source was not functioning. The doctor decided to close incision without completing the surgical procedure.